Event description:
Customer reported that the echo was giving false positive weak-d results for negative patient samples, using capture r select strips.

Manufacturer narrative:
Verified at the cusotmer site, that the pouch for capture r select strips was not well closed. Retesting with strips from the same pouch gave the same results. Testing with strips from a new pouch gave the correct results. Instructed the technician how to correctly preserve the strips.